Manufacturer narrative:
Qn# (B)(4). N/a.

Event description:
The report states "unit had multiple alarms and could not be used". Additional information received stated that the pump "could not start therapy while on patient". As a result, the pump was swapped out for a different pump. There was "no indication of patient harm". Per the customer, the current patient condition is unknown.

Manufacturer narrative:
Qn# (B)(4). Returned for investigation was an ac3 augmentation valve (p/n 33-3010-001). The sample was returned in a brown cardboard box. Visual inspection of the augmentation valve was performed and no abnormalities were noted. The log files were reviewed and show several alarms including possible helium loss and high baseline. The augmentation valve was installed into a known good lab inventory ac3 for functional testing. The pump was powered on, and pumping was initiated. The leak test was performed and passed both source side and patient side. The pump was then left to run for over 30 minutes and no alarms or errors occurred. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of multiple alarms is confirmed based on the iabp log files. The returned augmentation valve passed functional test specifications. The alarm files showed alarms including possible helium loss and high baseline. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. This will be monitored for any developing trends.

Event description:
The report states "unit had multiple alarms and could not be used". Additional information received stated that the pump "could not start therapy while on patient". As a result, the pump was swapped out for a different pump. There was "no indication of patient harm". Per the customer, the current patient condition is unknown.